Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastrectomy, at the time of setting, the fully charged handle was removed from the battery charger and set with the power shell. At that time, there was no display of the logo, which was usually displayed as an indicator, and the screen was in a blackout situation. There was no driving sound when starting up the handle, and there was no indication of the completion of shell installation. Once again, the handle was removed from the shell, placed on the charger, and reset operation was performed. The logo mark was displayed for a moment, and the indication that charging was completed appeared. The handle was removed from the charger again, but the handle was in a blackout situation. The handle was checked that it was not hot. The same situation was found at the checking after the operation. The reported device was not used on the patient. The procedure was completed with another device. There was no patient injury.

Manufacturer narrative:
Additional information: d10, g4, h3, h6. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastrectomy, at the time of setting, the fully charged handle was removed from the battery charger and set with the power shell. At that time, there was no display of the logo, which was usually displayed as an indicator, and the screen was in a blackout situation. There was no driving sound when starting up the handle, and there was no indication of the completion of shell installation. Once again, the handle was removed from the shell, placed on the charger, and reset operation was performed. The "coviden logo mark" was displayed for a moment, and the indication that charging was completed appeared. The handle was removed from the charger again, but the handle was in a blackout situation. The handle was checked that it was not hot. The same situation was found at the checking after the operation. The reported device was not used on the patient. The procedure was completed with another device. There was no patient injury.

Manufacturer narrative:
Correction h6 and h10 evaluation summary: post market vigilance (pmv) led an evaluation of one signia powered handle. Visual inspection of the opened handle found that both batteries were vented, wet with electrolytic fluid. An analysis of the system logs noted an initialization software fault. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. The root cause of the observed vented battery was determined to be due to a component degradation. The cell venting is an integrated design feature of the cell that produces a discharge of the electrolyte fluid and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. A process improvement has been initiated to address this issue. Additionally, the investigation detected an unreported condition of damaged 44-pin cable that has no relationship to the reported condition. The rear housing of the device was removed and damage was noted to the 44-pin flex cable on the ground pins where it connects to the motor board. The root cause of the observed damage to the flex cable was determined to be a result of a manufacturing activity. Damage to the ground pins can result in a continuous reset due to an intermittent connection. Improvements have been initiated to mitigate this condition. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one signia powered handle. Visual inspection of the opened handle found that both batteries were vented, wet with electrolytic fluid. An analysis of the system logs noted an initialization software fault. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. The root cause of the observed condition was determined to be a result of a software fault which held the batteries at high charge. Under these conditions, the battery cells vented, causing them to leak electrolytic fluid. Improvements have been initiated to mitigate this condition. Additionally, the investigation detected an unreported condition of damaged 44-pin cable that has no relationship to the reported condition. The rear housing of the device was removed and damage was noted to the 44-pin flex cable on the ground pins where it connects to the motor board. The root cause of the observed damage to the flex cable was determined to be a result of a manufacturing activity. Damage to the ground pins can result in a continuous reset due to an intermittent connection. Improvements have been initiated to mitigate this condition. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.